Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having difficulty calibrating with the sensor. The customer stated the insulin pump read 40 mg/dl and went into threshold suspend and when he tried to calibrate his blood glucose, it was at 78 mg/dl, but went up to 116 mg/dl because he ate. At the time of reporting, the customer's blood glucose was 166 mg/dl. Calibration timing was discussed. The customer also stated the sensor tape was not sticking. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.